Event description:
It was reported that upon interrogating the implantable cardioverter defibrillator (ICD), the atrial lead impedance was 100 ohms. Seven days later, the device was interrogated again and noise was observed on the atrial lead. The lead was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.